Event description:
Unomedical reference number (B)(6) event occurred in the united states it was reported on (B)(6) 2024, infusion set cannulas were bent. The cannula was interested in the abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.